Manufacturer narrative:
It was discovered on (B)(6) 2020, that statement "it was reported that a 33-year-old hispanic female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced bilateral rupture and capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile gel-filled breast implants on (B)(6) 2020." Was erroneously submitted in initial report. Correct statement "it was reported that a 33-year-old hispanic female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced right sided rupture right sided capsular contracture baker grade iii and left sided anisomastia post procedure. As a result, patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile gel-filled breast implants on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture on the breast gel implant and developed capsular contracture. During visual inspection of the device, a crease was noted in the posterior view. Within crease a tear was observed and extending to the anterior view, measuring approximately 9,0 cm, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced bilateral rupture and capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile gel-filled breast implants on (B)(6) 2020. This medwatch form is for the right breast prosthesis.